Event description:
Information was received from a patient regarding an external device.the reason for call was patient stated the recharger seems to not be working. Patient said last night it took 4 hours to get 20% on the implanted neurostimulator and it wasn't moving or slipping off the spot. Patient also said a few weeks ago the paddle started getting a little warm. An email was sent to the repair department to replace the device.no symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.